Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314drm implantable cardioverter defibrillator, implant date: (B)(6) 2013; product ID 6935m62 implantable tachy lead, implant date: (B)(6) 2013. (B)(4).

Event description:
It was reported that during the first follow-up appointment for an implantable cardioverter defibrillator (ICD) device and lead system it was noted that the right atrial (ra) pacing lead had become dislodged. The lead was revised the following day and remains in use. No patient complications have been reported as a result of this event.